Event description:
After deploying t1, the surgeon advanced t2 to the ready position and inserted the delivery needle into the meniscus. And then removed the needle but the t2 would not release properly. After several unsuccessful attempts, dr gave up on the device and completed the procedure using a different product. Additional information confirmed t1 was left in the joint.

Manufacturer narrative:
Smith & nephew, inc is submitting the enclosed report to comply with 21 cfr 803, the MDR regulation. The report is based upon information obtained by smith & nephew inc which the company may not have been able to investigate or verify prior to the date of the report was required by FDA. The device was returned without t1 or any suture. T2 had been advanced forward into the ready-to-deploy position. In an attempt to re-create the failure mode, the device was used to penetrate a rubber meniscus model. Upon withdrawal of the needle, t2 was drawn off of the needle as intended. Since the failure mode could not be confirmed, no root cause related to the manufacture of the device could be established. (B)(4).